Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The 90% stenosed lesion was located in a calcified and severely tortuous mid left anterior descending artery. A 3.0x24 taxus express2 drug eluting stent was unable to cross the lesion. The physician confirmed outside of the pt that the proximal edge was lifted up. The procedure was completed with a non bsc stent. The pt's status is "no problem" with no complications reported.